Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429688 implantable pacing lead, (B)(6) 2011; d224trk implantable cardioverter defibrillator, (B)(6) 2011; 4076 implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient had diaphragmatic stimulation and the left ventricular lead had no capture at maximum output. The right ventricular (rv) lead had poor sensing and a high defibrillation threshold. The rv lead was noted to have pulled back as there was little slack and poor positioning. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.